Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had clutch issues. The top case, bottom case, and power cord also reportedly had issues. It is unknown if there was no patient, or clinician injury associated with this event. No further details provided.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with a scratch on the keypad and crack on the battery door. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch plunger lever" messages. To further investigate, a power up process test was performed. Customer problem was duplicated. The clutch halves and lead screw were found slipping and popping during the occlusion test due to normal wear. No problem was found on the top case or the bottom case. The lead screw and both clutch halves were replaced. No further actions taken.